Manufacturer narrative:
Continuation of d10: product ID: 8780; lot/serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at an unknown dose via an implantable pump for unknown indications for use. It was reported that the symptoms of the patient were reported that she was having increased spasticity along with baclofen withdrawals. The hcp kept increasing the baclofen dose, thinking her body was just becoming intolerant to the dose. The hcp admitted her into the hospital when she noticed these symptoms prior to surgery. It was reported that the patient had expressed that she had not fallen, but just had noticed symptoms increasing over time. Diagnostics/troubleshooting performed included the patient having a dye study prior to surgery, which showed that the catheter did not aspirate and a catheter revision needed to be performed. On the day of surgery, a fluoroscopy exam was performed while the patient was on the operating room (or) table, prior to incision. When trying to aspirate the catheter, there was no fluid drawback, and that's when the physician decided to open up both the front and back pocket of the patient. They noticed on fluoroscopy, that the anchor to the spinal segment was down in the lumbar region instead of the thoracic region. Actions/interventions taken included a revision being performed where the catheter was removed and the 8780 was replaced. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was not made available due to legal/confidential reasons.